Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator had moved and now when the patient sits in the car, it pinches him in the stomach. This occurred about a month and a half after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.